Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with reddish contrast. No other defects were found. Initial reporter name and address: (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on 03/10/2015.